Event description:
A surgeon reported the primary and secondary incisions were made anterior to where he placed them on the oct during laser assisted cataract surgery. The primary incision leaked, secondary to incision site and he sutured the primary incision to ensure the absence of leakage. Additional information was requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).